Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The patient's device remains implanted. This is the final report.

Event description:
The company was informed that the doctor surgically removed a keloid from behind the patient's ear. The patient is reportedly doing well.